Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer reported that the insulin pump did not alarm her to know that something was wrong with the insulin pump. The customer reported that the insulin pump just went blank. The insulin pump did not give off any alarms prior to the event. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).